Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during or less than 24 hours following a pulsed field ablation procedure, it was reported via a survey that eight patients had a vascular complication requiring intervention. One event occurred during the procedure and the other seven events occurred within 24 hours of the procedure. The survey data collected related the events to the procedures. Five patients had their hospitalization extended. The study site did report one patient as a serious adverse event (sae). All eight patients had their vascular complications resolve. No further information is available.